Event description:
It was reported that during surgery after deployment, anchors came out. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reporter confirmed that no void was left in the patient, another hole was not required and the procedure was succesfully finished using the same device. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.